Event description:
Caller reported patient experienced elevated blood glucose level of hi; took correction via pump after accessories changed but no success. Caller stated patient noticed that no insulin came out of the tube/needle. Caller reported taking patient to the hospital where his blood glucose level was 700 mg/dl; treated with insulin IV and stationary treatment. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).